Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that 380 units of lot 16k0104jzx had a labeling issue. The reporter stated that the validity date is divergent between the packaging.